Event description:
Customers alleged that when she placed the thermometer under her tongue, the metal tip broke off. She did not swallow any glass and immediately washed out her mouth. She also reported that she incurred no injury.